Manufacturer narrative:
510k: this report is for an unknown guidewire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for femoral neck fracture (garden¿). During the surgery, the surgeon inserted the guide wire, but he couldn¿t insert it at the center of the bone head. He tried to insert the guide wire at the center a few times and finally the guide wire was inserted at a little upper position. The bone quality was bad and he tried to ream along the guide wire, but he couldn¿t and he reamed the upper position than the proper position. As a result, the surgeon implanted the plate and anti-rotation screw at the upper position. The surgery was completed without any surgical delay. Patient outcome is reported as stable. No further information is available. On (B)(6) 2020, the patient underwent the revision surgery. The surgeon confirmed that actually the cut-out had not occurred. The anti-rotation screw and bolt had been sliding and the bone head was dislocated. The surgeon commented that originally the anti-rotation screw and bolt was too short to fix. Also, the bone contact was bad. This report captures the intra-operative event wherein surgeon tried to ream, along the guide wire, but he couldn¿t and he reamed the upper position than the proper position while related complaint (B)(4) captures the post-operative event wherein the patient underwent revision surgery because the anti-rotation screw and bolt had been sliding, and the bone head was dislocated. Concomitant device reported: antirotscr f/fem neck syst f/construct l (part# 04.168.475s; lot# 43p7785; quantity: 1); unk - plates: fns (part# unknown; lot# unknown; quantity: 1); unk. Reamer (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown guide wire. This is report 1 of 1 for complaint (B)(4).